Event description:
It was reported that the piston on the pump was "very stiff", causing difficulties moving insulin through the cartridge during the load process. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.